Event description:
The manufacturer received information alleging a patient expired while being transported on a ventilator. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a patient death which occurred on a ventilator during transport. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. A review of the device's downloaded error log confirmed no malfunctions or issues which would impact therapy had occurred. The manufacturer concludes the device did not cause or contribute to the reported event.